Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383517 and lot number 4269144. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port tubing was broken and leaked. The following information was provided by the initial reporter: IV inserted into patient by nwwi resource rn in xxxx 2 on (B)(6) 2025. Blood was noted to be leaking from a break in the extension tubing. IV removed and new catheter inserted. Inserter does not recall patient name.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.